Event description:
During davinci tubal anastomosis, the pk was requested to be used. Pk was placed into arm but never showed up on the inventory management log as being used and it never let the doctor use the instrument. A new pk was opened. No harm to the patient.